Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the run/safe switch on the handswitch does not lock into safety, presenting a potential for the device to inadvertently be activated. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.